Event description:
Event description cpi received information that a surgical procedure was performed to correct a rise in thresholds due to a 'bad connection' of the rate-sense lead. The information also indicated that after surgery the original lead and ventak mini implantable cardioverter defibrillator (ICD) remain implanted.